Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement performed on a male pt in 2009. According to the complainant, the stent was placed successfully. At about one week later, during an unrelated endoscopic procedure, it was noted that the stent migrated proximally into the common bile duct. No damage was noted to the stent. The physician pulled the stent back into its propper position and no add'l intervention was required. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number was not provided by the complainant. Therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device remains implanted and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.